Event description:
The device was used during a hysterectomy procedure. Reportedly, the staples dis not form properly. The surgeon applied another instrument to complete the procedure. The hospital has reported no pt injury occurred.